Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was downloaded and reviewed, and no issues were observed related to the complaint. Vibrator does work,it is felt(without intermittence) when receiver is turned on. A manual "try-it" test was performed and passed. A global communication tool software test was performed, and passed. A global receiver functional test was performed and resulted in no failures related to the reported event. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.